Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle cannula was found broken. Reportedly, there was no stone in the basket when the handle cannula was found broken. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of handle cannula break. Block h10: visual inspection of the returned device found that the handle was broken at the t-fitting section. Additionally, the handle cannula was found kinked and detached from the finger ring section and was partially moved out of inside of the coil. However, there were no issues found in the basket wires and the tip was still attached to the basket wires assembly. Dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw toward the proximal end as the cannula has been forcibly pulled out from the set screws. During the evaluation, the handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal screw and proximal screw depth were measured, and both were found within specification. Based on all available information, the investigation concluded that procedural and anatomical factors encountered during the procedure most likely affected the device's performance and integrity. Handling and manipulation of the device can lead to the handle cannula detaching and pulling out from the finger ring. The drag marks in the handle cannula indicate that excessive force was applied to the handle to retract the basket, resulting in the handle cannula kinking and detaching. Additionally, excessive force during the procedure could lead to the handle detachment at the t-fitting section of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received for analysis, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the handle cannula was found broken. Reportedly, there was no stone in the basket when the handle cannula was found broken. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.